Manufacturer narrative:
Submit date: 11/01/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that there was leaking at the junction. No patient injury or ill effects.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. Functional testing was performed and a leak was observed at the cross spike connector. The root cause was due to a dimensional gap between the cross spike connector and tubing. A formal corrective and preventative action was opened to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.